Event description:
Consumer reports not being able to trust the meter (bd logic) unsure of the readings consumer getting. Needed to retest using another meter (competitive). Analysis run on clark error grid using competitive reading (50) as ref. Point vs. Bd reading (333) yielded data points in the e range of the grid, outside acceptable limits.